Manufacturer narrative:
This report is based solely on the information provided by the customer. Customer confirmed product will not be returned due to it being discarded. Customer, also confirmed no patient injury since the nurse was able to re-restrain the patient before being able to remove his endotracheal tube. A review of the complaint database revealed similar events against this device in the past two years leading tidi to redesign the male buckle of the product to mitigate the slipping issue from occurring while the knot is not present. The corrective action is being addressed via issue (B)(4). The IFU application instructions state to attach the female end of the quick-release buckle (short strap) to the frame that moves with the patient, out of the patient¿s reach (do not attach to side rail or head/footboard). You may also wrap the connecting strap once around the frame to move the buckle out of the patient¿s reach. Secure by feeding the female end through the loop in the strap. Insert the male end of the connecting strap into the female end of the short strap. Listen for a snapping sound, pull firmly on straps to ensure a good connection. To limit unwanted adjustment, tie an overhand knot with the excess strap directly below the quick-release buckle. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file: (B)(4).

Event description:
Customer reported: a patient in the ICU was intubated and sedated, was placed in the quick-release soft restraints to prevent inadvertent removal of breathing tube, central line, pa catheter, etc. The rn went to lunch and another rn walked by the patients room and saw them sitting full upright in bed with his hand around his endotracheal tube with the intent to remove it. When the patient had pulled on the restraint the plastic teeth had not stopped the strap from sliding to its longest point allowing the patient to fully move his arm. Per other nurses who assisted with re-restraining the patient, this has happened with our restraints previously. Upon examination of the restraint, nothing was broken- the plastic teeth had simply not provided resistance to keep the strap from sliding through when pulled. This patient is in respiratory failure and requires ventilation for survival right now. If he had been able to pull out his endotracheal tube, it would have severely negatively impacted his health.